Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level above 500 mg/dl. Customer also states that the insulin pump had hal software error detected. Customer were successfully clear the alarm and able to rewind the insulin pump. The product will not be returned for analysis.

Manufacturer narrative:
Device passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery alarm or failed battery test alarm noted during testing. Software error alarm found in the pump history due to software error.